Event description:
It was reported that the vns physician¿s handheld device was not powering on when it was connected to the power adaptor or after charging. The screen lock button was confirmed to be disabled. A hard reset was performed and a different power outlet was used; however, the issue did not resolve. The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the main battery were identified during the analysis. It was identified that the serial cable had an open electrical connection in the power cable. As result, the handheld would receive power from the ac adapter intermittently. No other anomalies were identified for the handheld device. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.